Event description:
It was reported in the journal of stroke and cerebrovascular diseases that the stent system was advanced and the stent was deployed covering for the entire lesion to treat of an acute ischemic stroke. Post procedure the patient died, the cause of death was not reported. The patient underwent the procedure between (B)(6) 2008 and (B)(6) 2011, the exact date of the procedure is unknown. No further details were provided.

Manufacturer narrative:
Review of the manufacturing records, including relevant device history records (DHR) could not be performed due to the wingspan lot number was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, death is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event. The subject device remains implanted.